Manufacturer narrative:
Concomitant medical products: product ID: 6935m55 lead, implanted: (B)(6) 2015; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the patient exhibiting bacteremia. It was further reported that the patient experienced a fever for several days and an echo revealed vegetation on the leads. A replacement system was implanted several days later. No further patient complications have been reported as a result of this event.